Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No foreign material was found at any time. Based on the results of the investigation, the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a blocked operating canal.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.